Manufacturer narrative:
Battery not charging because of console not correctly docked and latched to the cart. Troubleshooting performed via phone with emergency support. No service/repair performed or parts replaced.

Event description:
User called into emergency support program line to request and report issue during use with cardiosave regarding battery not charging and unit shutdown. Device replaced with other device to continue therapy. There was no harm or injury reported.